Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar pro c-flex+ device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, the service technician found dust contamination and error codes e055 (therapy_queue_full error), e065 (stuck_encoder_a error), e066 (stuck_encoder_b error), and e102 (thermistor_high error). The device was scrapped by the service center after the evaluation was completed.